Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 399 mg/dl at the time of incident. The customer's blood glucose was 91 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother stated that they were vomiting and had high ketones. The customer's mother stated that the drive support cap appeared normal. The customer's mother performed troubleshooting and did not find setting issues. The customer's mother declined to check for air bubbles, leaks and site and insulin issues. The customer's mother declined to perform high pressure test. The insulin pump will not be returned for analysis.